Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the issue occurred during laparoscopic proctectomy. While on the first firing (rectum resection) the devices (handle and reload) were used. The surgeon was not able to fire the device despite articulating the jaws, pushing the green button, and trying firing for the second time. The patient has no injury.